Manufacturer narrative:
The reported mini-ao torque limiting driver, 10inlb was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the mini-ao torque limiting driver, 10inlb (part number 80-1008) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that when the surgeon was using the mini torque limiting driver to insert the distal screws in the plate the driver tip broke inside the handle. It was also reported no metal was left inside the patient. The surgery was completed with a different driver after a 5-minute delay. No adverse patient consequences were reported.